Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. However, it should be noted that the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Additionally, per the mynx instructions for use (IFU), the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. Should additional relevant information become available, a supplemental MDR will be filed. (B)(4) production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that after the deployment of the mynxgrip device, a small "odd shaped" hematoma (6 cm or less in size) was observed in the patient's thigh when the drape was removed from the patient. The device was being used for arterial closure following a diagnostic peripheral procedure. Manual compression was applied for 30 minutes or less to resolve the hematoma. Everything "seemed fine" after manual compression; however, the patient's hospitalization was prolonged (4 days) due to a purple staining across the leg, the patient's skin breaking down with blistering and access site bleeding. Additional information was requested but was not available at this time.